Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a drip from the probe onto the countertop after startup of the coulter act diff analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) verified the vacuum system performance. The fse found the leak occurred on startup. The fse confirmed the leak did not affect patient results in standard sample mode. Customer requested a replacement of the instrument due to dissatisfaction. The fse did not perform more extensive troubleshooting as the instrument is being replaced due to customer dissatisfaction.

Manufacturer narrative:
(B)(4).